Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a low blood glucose level of 75 mg/dl. The customer stated that they woke up from a nap and their limbs were unresponsive. The customer stated that they were transported by paramedics for a stroke-like incident. The customer was wearing the insulin pump during their hospital stay. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.